Event description:
The customer indicated that she experienced stomach pain, fever, a foul odor and stomach bloating for over a month after tampon usage. She stated that she visited her doctor for an unrelated issue and after using the rest room a tampon was dispelled from her vagina. She indicated that the tampon had been inserted for over a month. She thought her symptoms were related to food poisoning, but her doctor performed blood test and could not confirm this.

Manufacturer narrative:
An internal medical assessment indicated that the consumer's symptoms are consistent with pelvic inflammatory disease due to tampon misuse. A document and records review was performed on the reported lot. Documentation assessed includes: mfg, quality audit, production, raw materials and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be confirmed. Complaint sample was not returned; therefore, a product eval could not be performed. Info from this incident will be included in our product complaint and MDR trend analysis.